Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir was leaking. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they changed the site because they were getting more insulin. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs. Performed visual inspection and found snap-caps detached from reservoir¿s barrel and found snap-caps and septum's attached to transfer guards. .